Event description:
On (B)(6) 2013, the reporter stated that the consumer cleansed the area on her leg with alcohol and used a new syringe. Two days later, she developed a boil. She went to the doctor who lanced the boil and cleaned out the area and gave her some antibiotics. The doctor thought it might have been a fungus infection. The next week she used another syringe from the same box and the same thing happened on her abdomen. The consumer lanced the boil herself but went back to the doctor for more antibiotics.

Manufacturer narrative:
No product return is anticipated. Complaint history check yielded no other complaint for similar condition for lot number 2353071. DHR was conducted for lot number 2353071 and no anomalies noted. Quality will continue to monitor on (B)(4) trend.